Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from the patient's mother that 6 years post implant of this aortic bioprosthetic valve implanted in an (B)(6) year old pediatric patient, a transcatheter pulmonary bioprosthetic valve (tpbv) was implanted valve-in-valve in the aortic position. The reason for intervention was not reported. No additional adverse patient effects were reported.